Event description:
During a vaginal hysterectomy while the surgeon is sewing the vaginal cuff, this surgeon uses covidien endo stitch endoscopic suturing device and v-loc 180 absorbable suture, the back and forth needle tip broke off. Decision to leave in pt. At the point of the surgeon sewing the vaginal cuff utilizing the covidien endo stitch endoscopic suture device product # 173016, using the covidien v-loc 180 absorbable suture (product vlock a008l), the back and forth needle approx 5mm long "spike needle" broke off leaving a 2mm tip of the needle lodged in the pt's vaginal cuff.